Event description:
During central venous line placement in radiology, when micropuncture wire pulled out, distal end was noted to be fragmented. Fluoroscopy shows a piece of wire in pt. Snare wire used to pull wire out of subclavian and down to inferior vena cava. But unable to completely retrieve wire out of the pt. The tip of the wire was subsequently retrieved once it entered the pulmonary artery. No complications to the pt noted at this time.